Event description:
It was reported that the image on the left monitor of the 9800 system is very dark. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Checked dose and kvp tracking. Reloaded the calibration files. The system was tested and found to be working as intended and placed back into service.